Event description:
The pt's visual acuity and clinical course following intraocular lens implant surgery have been good. However, the pt continues to complain of photophobia in both eyes. A secondary cataract or failure of accommodation have been identified as possible contributing factors.

Event description:
A surgeon reported that a small scratch on the optic of an intraocular lens (iol) was noted after insertion. The iol remains implanted. However, the pt complains of blurred vision.